Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, the patient got a critical alert that said low and the patient experienced shaking. The spouse called for an ambulance and the patient was taken to the hospital. Upon arrival at the hospital, the doctor checked the patient¿s bg, and it said 550 mg/dl, while the cgm said no readings. The wearable was removed by the doctor. The patient was treated with unknown intravenous fluids. The patient was monitored and discharged the following day when their bg reached below 300 mg/dl. At the time of the report, the patient was experiencing constant pain and shaking. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.